Event description:
According to the reporter: balloon did not deploy properly during case. Device was used in pt. There was no unanticipated tissue loss. There was no unanticipated extension for the incision more than one inch. Additional info requested via email. Can you report the lot number of the subject device?. Can you explain how the balloon did not deploy properly? Was there trouble inflating the balloon? Did only a portion of the balloon inflate? What procedure was performed?

Manufacturer narrative:
(B)(4).